Event description:
A revision of femoral component was reported. Reason for revision was pain and stem subsidence.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-415, lot # g3044055, description: abgii modular long neck. Cag 6570-0-536, lot # 37314601, description: delta v-40 ceramic head 36/+2,5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.